Event description:
Hcp reports the pt presented with signs of an infection at the pump site. The pump system was explanted 4 days later. A follow up report will be sent when additional information is obtained.